Event description:
The user facility reported that the hose attached to uv housing at the factory crimp end inlet detached, causing the system 1e unit to leak water in the room where it was located. The water was contained in area where the s1e is located because of a floor drain was located directly beneath unit. No injuries to hospital staff or patients and no procedural delays or cancellations were reported; minor damage to the wall beneath the equipment was observed.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris technician went onsite and found that the detached hose had been repaired by the user facility staff. The technician replaced the factory crimp fittings, tested the system 1e unit and placed it back into service. The unit is under steris maintenance contract and the last preventive maintenance was performed on (B)(4) 2012, when the equipment was found to be operating properly. Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.